Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report, it was confirmed that the touch screen was responsive. Customer's blood glucose was 112 mg/dl. Customer would continue to use the pump for insulin therapy.